Event description:
It was reported the far field r-wave oversensing resulting in inappropriate automatic mode switch (ams) was noted on the device. Additionally, an infection was noted at the implant site and identified via blood test. Abbott technical support was contacted, however, no intervention was performed to address the oversensing. The infection was treated with medication and the device, right atrial (ra) lead, right ventricular (rv) lead, and left ventricular (lv) lead were explanted. The infection was suspected to be potentially related to the implant procedure, however, the physician did not consider the infection to be directly related to the device, ra lead, rv lead, or lv lead. The patient was in stable condition.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.